Event description:
Physician placed a right femoral line and subsequent to that, retained guidewire was discovered.

Manufacturer narrative:
Upon investigation, steris engineering determined the cause of the reported incident was improper routing of the wiring when the equipment was originally installed. The correct routing method is stated in the installation manual ((B) (4)), "make sure wires are not bunched up in the opening to the lighthead. Also make sure bushing, which rotates with the lighthead, will not abrade wires". The manual also states, "caution: during all mounting steps, verify wires are not pinched between mechanical components of the suspension, spring arms, or lightheads". The unit was not installed by steris, but rather by a third party contractor in august 2006. However, this equipment is now pre-assembled during manufacturing to prevent improper wire routing during installation.

Event description:
The user facility reported that a surgical light stopped working during a patient procedure. The procedure was completed successfully without delays with the additional lighting in the operating room. No injuries were reported.

Manufacturer narrative:
A steris service technician visited the hospital and examined the lighting systems. The technician found that the electrical connectors in the lighthead had shorted out, causing the light to stop working. The service technician replaced the commutator and lamp head controller board and returned this light to service. Hospital maintenance personnel inspected the other lighting systems in use at the hospital and found one additional light with shorted out electrical connectors. The service technician also repaired this light and returned it to service. Upon inspection of the shorted out connectors, the cause of this failure appeared to be improper routing of the wiring during on-site installation. These lights were installed in 2006. Subsequent to 2006, the manufacturing process was changed such that this connection is pre-assembled during manufacturing. This report is still being investigated by steris.